Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that during a spine procedure on (B)(6), the thoracic probe was bent, the end twisted from use of the probe with a mallet. There was no impact to the patient and no delay. No additional information was provided.

Manufacturer narrative:
Additional information: the navlock thoracic probe was returned to the manufacturer for analysis. Analysis found that the tip of the prove has been severly twisted. There are also impact marks at the back end of the probe causing "filt" issues with the mating tracker. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the instrument was not verifying.